Manufacturer narrative:
Expiration date and manufacture date (h4) cannot be determined. The primary UDI number is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that power module had a damaged streamline cable. An audible alarm could be heard when the connector was manipulated.

Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of a damaged streamline cable on the patient power module (serial number: (B)(6)) causing the power module to alarm could not be confirmed. There were no additional images or documents regarding the event. Provided information stated that the product would not be returning for analysis. The root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. The heartmate instructions for use (IFU) section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs users how to properly connect their internal backup battery, ¿the contacts should ¿snap¿ into place. Gently pull on the connection to make sure it is secure.¿ the heartmate instructions for use (IFU) section 3 ¿ ¿powering the system¿ instructs users to regularly check the connection to the backup battery of the power module prior to initial use and after service/maintenance. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. No further information was provided. The manufacturer is closing the file on this event.